Manufacturer narrative:
Product analysis: visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent fixation of spine. During surgery, while removing set screw, the ball end of the screwdriver broke. The product came in contact with the patient. No fragments of the broken product remained in the patient. No patient complications were reported.